Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets cannula kinked event on 2-july-2024. The event occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was high (specific value unknown) and the sensor reading with a blood glucose meter was 372 mg/dl. The patient resolved the event with correction bolus via pump and exercise. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.